Event description:
Note: this report pertains to the second of two devices used in this procedure. Refer to manufacturer report #3005099803-2008-05576 for details regarding the other device. It was reported to boston scientific corporation that following a procedure, using a hydratome rx sphincterotome device (male patient weight is unknown), free air was found near the diaphragm. According to the complainant, the patient presented with an elevated white count, but was not feverish. It was further reported that additional evaluation led to a belief that a micro perforation had occurred around the sphincterotomy site. The patient was in ICU and their condition at the conclusion of the procedure was reported to be "stable and improving."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.